Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted contrast visible in the inflation lumen, consistent with preparation. The stent implant was stationary on the tightly folded balloon between the markers. There was a stretched strut in the first row of the distal end of the stent implant and flared struts in the proximal end of the stent implant, confirming the reported stent damage. The tip length and stent outer diameters were measured and met manufacturing criteria. It is likely that the stent caught on the lesion/anatomy during advancement damaging the distal struts, and further interaction with the lesion/anatomy or guiding catheter during retraction would have contributed to the damage noted and resistance during retraction. The reported difficulties appear to be related to the operational context of the procedure. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to the reported event and all lot release testing met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. Although the patient anatomical conditions were not reported, there was no damage noted to the stent prior to use which may suggest that a product deficiency did not contribute to the difficulties experienced during the procedure. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line at abbott vascular. Additionally, all stent delivery systems are visually inspected online for stent damage. This type of reported event will continue to be monitored.

Event description:
It was reported that the procedure was to treat a lesion in the distal right coronary artery. An attempt was made to advance the xience v; however, it did not cross the lesion. During removal, resistance was noted, and the stent strut was observed to be flared. It is unknown if the resistance was with the vessel or another device. The procedure was completed with ballooning only. There were no adverse patient effects reported. No additional information was provided.